Event description:
It was reported that the caller needed to update time, personal profile, or settings related to sleep schedules on their device. The customer experienced a blood glucose level of 40 mg/dl due to the issue. To address this, the customer consumed carbohydrates and did not require third-party assistance. Customer technical support helped the caller update their basal rate settings and advised them to consult with their healthcare provider whenever settings are changed. The caller understood and acknowledged the guidance.